Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image) alarm and unable to download. Visual inspection reveals the force sensor cable is incompletely plugged in. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify insulin pump error and failed battery test due to critical pump error or open book image alarm. Device received insulin pump error because the force sensor cable is incompletely plugged in. Moisture damage was also found on the motor and force sensor during visual inspection.

Event description:
The customer reported via phone call that the insulin pump had motor power error. Customer¿s blood glucose level was 215 mg/dl. The customer was able to clear the alarm. The customer stated that insulin pump had failed battery test alarm. The customer stated that after troubleshooting the insulin pump error reoccurred. The customer advised the pump requires replacement and to discontinue use of the pump. The customer advised to revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.